Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she went to the emergency room due to high blood glucose and diabetes ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of the emergency room visit and 88 mg/dl at the time the customer reported the visit. The customer stated that her symptoms were ketones and throwing up. During troubleshooting, the time and date were found to be correct on the insulin pump as well as the basal rates. A high pressure test was also performed and the insulin pump passed. Nothing further reported.